Event description:
Steris amsco 400 series sterilizer the issue is that the shrouding keeps getting out of alignment and the staff simply pushes the sheet metal shrouding to the side and continues with their work. With the shrouding pushed aside it leaves components exposed for staff to come into contact with and be severely burned from the temperature of the steam. Steris has been onsite many times to correct this, under warranty and as a billable event and the issue still continues. I have pulled history from other triemdx covered sites and can provide the work orders (pdf) for other site history. FDA safety report ID# (B)(4).